Event description:
Buretrol IV setup, with 50 cc fluid in the buretrol, was connected to patient's IV. 50 cc fluid infused, then air was noted in the IV tubing. The safety valve inside the buretrol was noted to be in the open position, despite the buretrol being emptied of fluid. When more fluid was added to the buretrol, the safety valve remained open, with the flap heading away from the opening. No air reached the pt. The IV setup was exchanged for a new one. There was no harm to the pt.====================== health professional's impression======================not applicable